Event description:
It was reported by the pt's attorney that as a result of having the product implanted in her, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of a bodily organ system, and has undergone or will undergo corrective surgery or surgeries.